Manufacturer narrative:
Additional information received march 26th, 2025, stating that there was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed error 41541 seven times. Functional testing could not duplicate the customer reported issue. The pump was run overnight and tested normally. The latch lock flex was replaced preventatively, but the cause of the issue was not determined.

Event description:
It was reported that the pump showed error code 41541. There was unknown patient involvement. No patient harm/adverse event was reported.